Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose(bg) levels of approximately 40mg/dl. Reportedly, the customer bolus more insulin than required. The customer would consume glucose tablets and juice to address low bgs.